Event description:
It was reported that the pt expired. The cause of death was not reported but was stated to be unrelated to the implanted device system. The pt had pancreatic cancer. The pt had a dosage adjustment at implant and then five days later had one in the hosp in 2009. The medications being delivered via the device system were bupivicaine and hydromorphone.